Manufacturer narrative:
Product information was not provided, so the manufacture date could not be determined.

Event description:
The customer received a blood glucose reading of 50mg/dl on the contour next usb before bedtime. He ate sugar to raise it and almost passed out. He ended up in the hospital for seven days. The customer did not provide any additional information about the incident. New strips and meter were sent to him. Product information was not provided.